Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked case at the display window corner, cracked battery tube threads, and stripped coin slot.

Event description:
Customer reported via phone, she wanted to change the insulin pump and she was unable to change it due to the battery cap won't come off. Customer's blood glucose was 200 mg/dl. Troubleshooting was performed and the customer unsuccessful with removing the battery cap. Customer was advised to discontinue use of the device if he had a low battery or monitor the device until the replacement device arrives. Customer agreed to return the device for further analysis.